Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the or for normal device changeout due to eri. Via diagnostic imaging, externalized conductors were observed. Normal electrical measurements were observed and no anomalies were detected. One episode of increased impedance was noted but remained stable since. The lead remains implanted and will be monitored.